Manufacturer narrative:
This report is submitted on september 16, 2022

Event description:
Per the clinic, the patient experienced poor performance with the device and non-auditory sensations. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2021, 2022. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Correction: the correct date of explant is (B)(6) 2021 as previously reported in the b5. Device analysis report is attached. This report is submitted on november 28, 2022.